Event description:
Report received that "the motor spindle is missing" from the device. This would result in a nondelivery though the device display would increment as though fluid was being delivered. There were no reports of any adverse patient events while the device was in clinical use.